Event description:
The company received information that suggested that the balloon cuff of the tube leaked after 3 days in pt use. The pt's husband re-intubated the pt. The customer did not report and pt harm, change in therapy or adverse clinical effect to the pt. The customer will return the sample for evaluation.